Event description:
Info received indicates the bed functions were intermittent due to water around the footboard connection and on the high voltage board.

Manufacturer narrative:
The tech dried the areas of the bed and the bed functioned normally.